Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 08/27/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a mastectomy procedure, a spark occurred and a nearby gauze caught fire. The fire was extinguished without any patient injury. The incident pencil was used to complete the procedure. No further issue occurred.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. The instructions for use state do not place active accessories near or in contact with flammable materials (such as gauze or surgical drapes). Electrosurgical accessories which are activated or hot from use can cause a fire. Use a holster to hold electrosurgical pencils and similar accessories safely away from patients, surgical team, and surgical drapes.